Manufacturer narrative:
Product investigation is in progress.

Event description:
(Soreness), blood when I (scratched) myself in the vagina [vaginal haemorrhage]. Light headed head [dizziness] . (Soreness, blood) when I scratched myself in the vagina [vulvovaginal injury]. Soreness, (blood when I scratched) myself in the vagina- painful [vulvovaginal pain]. I went to go pull it out the cord detached from the tampax and I had to go inside to pull it out..scratched myself, painful [complication of device removal]. Cord detached from the tampax [device breakage]. Case narrative: consumer reported via phone that the cord breaks during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Soreness), blood when I (scratched) myself in the vagina [vaginal haemorrhage] . Light headed head [dizziness] . (Soreness, blood) when I scratched myself in the vagina [vulvovaginal injury] . Soreness, (blood when I scratched) myself in the vagina- painful [vulvovaginal pain] . I went to go pull it out the cord detached from the tampax and I had to go inside to pull it out..scratched myself, painful [complication of device removal] . Cord detached from the tampax [device breakage] . Case narrative: consumer reported via phone that the cord breaks during removal. No serious injury reported.